Event description:
The customer stated error code 1007, unable to process test, activated read failure, occurred multiple times on an architect i2000sr analyzer while reaction vessels of lot 78387p100 wer in use. The issue was resolved by replacing the reaction vessels with lot 78501p100. There was no adverse impact to patient management reported.

Event description:
The facility reported a colleague infusion pump with failure code 812:02. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery on channel a. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B) (4) - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Reportable based on analysis completed on 12/08/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was radial. The lesion was pre-dilated with 2.50x20mm maverick balloon. The de novo lesion being treated was located in the mildly tortuous and moderately calcified right coronary artery (rca). The 2.50x20mm taxus liberte stent delivery system (sds) did not cross the target lesion. The procedure was completed with a different unidentified stent. There were no patient complications and the patient condition was listed as "stable". However, the returned product analysis revealed stent damage.